Event description:
It was reported that a patient underwent a total pelvic floor repair in 2007. Concomitant surgery included a laparascopic hysterectomy and a mid-urethral sling procedure. The anterior pelvic floor repair was successfully completed. During the posterior repair, upon the second pass of the cannula, perforation of the rectum occurred. The perforated rectum was successfully repaired with sutures. The posterior repair was not completed. Post-operatively, the patient was given flagyl, levaquin, and gentamycin. The patient had an unrelated fluid overload necessitating extended hospitalization, but has done well otherwise without evidence of infection. No further surgical intervention is planned.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.